Event description:
The customer reported via phone call that she wanted to give herself a bolus but the numbers kept scrolling. She felt the insulin pump's keypad was not responding to her touch. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display. Unable to confirm keypad anomaly due to blank display. However corroded keypad traces noted during visual inspection. Unit also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, and missing end cap sticker.